Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. Internal and external inspection was performed and no issues were noted. The homechoice device received functional and electrical testing of the device. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The high drain 101 (night drain #1) event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2015 at 06:37:04. No additional information is available.